Event description:
It was reported that the physician had difficulty inserting the lead into the pulse generators header. After several attempts, the lead was able to be inserted into the header. The pulse generator was implanted and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.